Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that an full height cubie drawer was not registering as closed due to a missing magnet from the latch inseparable. Replaced the latch inseparable with a new one. Verified drawer functionality after replacement; no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 did not respond and could not be recovered. The customer reported that the drawer failed to close. Although the drawer was closed, it could not be opened due to the failed status. The unit required access to medications in the drawer; however, medications were received directly from the pharmacy in the interim. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.